Manufacturer narrative:
The report that the customer had issues with the recall was reportedly a response to a survey; however no device malfunction was alleged. No additional information was made available in regards to the specific issues that were of concern. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The device is used for treatment purposes.

Event description:
It was reported that the customer had issues with the recall process. There was no patient involvement.